Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports via phone call blood glucose level of 468 and no delivery alarms. Customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reports insulin exits the tubing. Advised to reinsert the reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the manual prime. Advised the pump is working as designed. Customer treated high blood glucose with bolus. Product is not being returned

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.